Manufacturer narrative:
Complaint no: (B)(4). (B)(6). As the sample was not returned and the lot number is unknown, a device analysis cannot be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a patient experienced cloudy effluent along with symptoms of weakness coincident with peritoneal dialysis therapy. It was not reported if the patient was hospitalized for the event. The patient was treated with unspecified medication for the events. The action taken with dianeal therapy was unknown. The outcome of the event was unknown. No additional information is available at this time.